Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated that the mobile app did not notify or give him an alert when he was low. He stated that his finger stick reading went below the threshold of 80 mg/dl and was 27 mg/dl. The patient's wife found the patient unconscious on their living room floor. She provided him sugar and when the patient woke up, emergency medical services arrived and provided the patient d10. It was reported that the cgm was displaying 256 mg/dl during the time of the event. The patient went to the emergency department and was discharged after an hour. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).